Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse troubleshot the issue and found that the power supply was bad. The fse replaced the power supply and was able to get the display to turn on when powered on. The fse performed the motor calibration procedure and the unit failed this test. The fse rebooted the iabp and now the unit is giving an electrical test fails code # 50 which points to a bad motor controller board. The fse replaced the motor controller board. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not turn on, the fan sounds and there was an audible alarm. There was no display on iabp. The event occurred before use. There was no patient involvement, therefore no adverse event was reported.